Manufacturer narrative:
This user facility medwatch report contained the catalog number of a box of 4 3100 b filtered patient circuits. Incorrect entry: 16390-101 (boxed of 4 3100b filtered patient circuits). Correct entry: 16389-101 (single bagged 3100b filtered pt circuit). The user facility did not provide any pt or device codes on their user facility report. (B)(4): the carefusion failure analysis lab tech evaluated the 3100b filtered pt circuit p/n 16389-101 returned by the user facility and was able to verify the reported event. An investigation performed by the carefusion engineering departement on the circuit p/n 16389-101 single pkg patient circuit, an individual component in the p/n 16390-101 package of 4, resulted in evidence of a 10% non-wetting surface area resulting in the reported "breakage." This was determined via visual inspection of returned parts. An internal corrective action request (car) was initiated to address this issue. Per the customer, they no longer want to use the filtered pt circuits p/n 16389-101, therefore, replacement unfiltered patient circuits p/n 771383-102 were sent to the customer under warranty.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called and said that he's having problems with filtered circuits. He said that he has 2 circuit that have the lot # 121406, pn-16390-101. He said it's the same problem as before, the elbow between the dump and control cap comes loose. I explained to him that is an older lot #, he rechecked it and that's what it says. He said that they are from the replacement box we sent them. He said that he will send one back, one that was never used on a pt. He said that the other one was on a pt, he said that they ended up swapping the entire unit out. He said there was "no pt compromise." The following description of the event was copied from the user facility medwatch report received by carefusion on 10/22/2009: "title: xxxxx. Event desc: patient on 3100b high frequency oscillator with a filtered circuit. Per rt, the circuit was found broken at the tee between the dump and control valve assemblies. This has been a frequent problem with the filtered circuit on the 3100b. Sensormedics is aware of the problem." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".